Manufacturer narrative:
Device evaluated by MFR: the sterling es over the wire (otw) balloon catheter was received for analysis. There was blood and contrast in the wire lumen and balloon. Visual inspection of the balloon revealed a pinhole on the balloon wall material 15mm from the distal tip on the proximal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any material or manufacturing deficiencies that could have contributed to the event. The manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. The 1.5mm x 20mm x 142cm sterling es otw balloon ruptured at 6atms on the initial inflation. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. The 1.5mm x 20mm x 142cm sterling es otw balloon ruptured at 6atms on the initial inflation. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.